Manufacturer narrative:
D10: concomitant devices unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 86 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability, synovitis, extensive osteolysis due to poly wear, poly wear of insert and patella, pitting and delamination of the poly insert, and bone loss. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2024-01970 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitant devices: 2909201 02-012-44-4017 - logic psc tib ins sz 4 17mm 4224092 02-012-60-1880 - tru stem ext 18mm x 80mm 4509158 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t 4530714 02-010-06-0240 - tru cc femoral size 4 left 4536252 02-010-06-0541 - tru post. Aug. Size 4, 5mm 4645490 02-012-60-1440 - tru stem ext 14mm x 40mm 4774027 204-70-00 - tibial stem ext. Screw g4:510k unknown due to specific device not being reported h10 the following sections were corrected: h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.